Event description:
During a robotic sleeve gastrectomy on (B)(6) 2023, the sureform 60 stapler was reported to have "misfired, only stapling halfway," which would prompt a new stapler to be opened. The malfunctioning sureform 60 stapler was removed from field and replaced with new stapler, then tagged and sent to spd to be addressed. There were no deviations in care and no harm to patient caused. The procedure was completed as planned. The instrument will be sent back to intuitive to request reimbursement for the remaining lives.